Event description:
It was reported to philips that the system was not switching on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found 24v dcsp of m-cabinet and miu defective. To resolve the problem, fse replaced the dcps supply of m-cabinet and miu. After replacement of dcps supply, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.